Manufacturer narrative:
The investigation for the aic kbd/notary issues has been completed. Console logs from the reported day of event are consistent with complaint and show controller error alarm (#24, due to loss of communication with kbd), preceded by kbd error message ¿imc-kbd error: 0xa4 0x01 0x00¿, which translates to ¿keyboard read failure of chip_ID)¿. The issue did not re-occur upon next boot-up. The aic was returned for evaluation finding that i2c communication between kbd controller (atmel qt1060) and msc1210 microcontroller on the 4-in-1 carrier was monitored and analyzed. We were able to reproduce the issue, upon one of console¿s boot-ups: during initial power-up sequence, the i2c clock (scl) failed to initialize and was kept in ¿low¿ state, despite data (sda) channel being active. It¿s been observed that at the same time the rotary push-button (rpb) was unresponsive (msc1210 on 4-in-1 carrier processes signals from rpb). When kbd communication cable was disconnected and reconnected (power-cycling the kbd controller), the issue was not resolved. All this indicates that it was the microcontroller that malfunctioned. During console inspection we observed that purge disk retainer was cracked and mounting screws for the battery bracket were loose. This report is being filed as a part of the retrospective review of historical records.

Event description:
The biomedical engineer reported that the console (aic) failed. The console was swapped for loaner console. There was no patient involvement.